Manufacturer narrative:
The vyaire failure analysis laboratory received the end of life suspect user interface module (uim) for investigation. The fa lab performed multiple power on cycles on the suspect control board on a the test uim. The failure analysis lab was able to duplicate the reported issue, which was due to a out of voltage tolerance of the real time clock battery (bt1) secondary to a device misuse issue. This issue will be internally investigated within vyaire.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. The customer reported the suspect uim component is available for analysis and a return good authorization (rga) has been issued. At this time, vyaire medical has not received the suspect uim for evaluation. In the event that the uim is received for evaluation or additional information is received, a follow-up report will be submitted

Event description:
The customer reported an intermittent blank user interface module (uim) display on this ventilator device. The customer reported that there was no patient involvement with this event.